Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. It was reported that when attaching the extension set to the angiocath, it will not flush or give a blood return. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20065859 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 06jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that smallbore 6 inch ext vlv was blocked on 6 occasions. The following information was provided by the initial reporter: material no: 20039e batch(lot) no: 20065859 it was reported that when attaching the extension set to the angiocath, it will not flush or give a blood return. Reported issue: defective needle less valve attached. It happens the same way every time.you know you have a good IV, you attach the extension set to the angiocath and it will not flush or give a blood return. When you change the extension set to a different one with a different lot # it works fine. When you disconnect it you literally cannot flush it even though the clamp is open. I have finally pulled the plastic bin out from my stock in the CT/MRI IV room to set it aside. It is not every single one of these but then again I cannot open and check every single package either.